Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced leak and catheter was found kinked. This report was received from one source. This malfunction involved one patient with no patient consequences. The 75 year old female patient weighed 60 kg.

Manufacturer narrative:
H10: the lot number for the device was provided and a lot history review was performed. The device was returned for evaluation and three photos were provided and reviewed. The investigation was confirmed for fracture and kink as fracture and kink were observed during visual inspection and the investigation was inconclusive for leak. Based on the photo review, kink can be confirmed. The definitive root cause for this event was unknown. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code for the crosser cto recanalization catheter products is identified in d2. H11: g4. H11: b5, h2, h6 (method, results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was provided, therefore a lot history review was performed. The device was returned for evaluation. Therefore, the investigation is confirmed for leak, fracture and material deformation. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code for the crosser cto recanalization catheter products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced leak, fracture and material deformation. This report was received from one source. This malfunction involved one patient with no patient consequences. The (B)(6) year old female patient was (B)(6) kgs.